Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date and device manufacture date were reported as unknown on the initial report; and have been updated accordingly. Therefore, UDI: (B)(4).

Event description:
It was reported by the healthcare professional in china that during a meniscal repair procedure on (B)(6) 2024, it was observed that the plate on the truespan 24 degree peek device was detached. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) d4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. Investigation summary a photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Upon visual inspection of the phots, it could be observed that the device had the plate deployed, the red trigger is in its full retracted position which means that it was activated the rest of the device does not show stcrtural anomalies. A manufacturing record evaluation was performed for the finished device 191l589 number, and no non-conformances related to the reported complaint condition were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the would truespan 24 degree peek contribute to the complained device issue. Based on the investigation findings the potential cause can be attributed to procedural variables, such handling of the device, or product interaction before procedure; the device could have been mishandled while it was being unpacking and consequently cause the red trigger activation, therefore the plate was released. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch ill be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: investigation summary: the product was returned to depuy synthes mitek for evaluation. Depuy synthes mitek then conducted visual inspection and functional test of device received. The device was received and evaluated; when performing the visual inspection, it could be observed that the first plate was completely out of the applier needle, it does not show stcrtural anomalies. The rest of the device did not show structural anomalies. To test its functionality, the applier needle was introduced into a soft tissue simulator, the red trigger was fully squeezed and the second plate released as intended, it was verified that the pusher shaft tip is sliding out completely from the applier needle. The overall complaint was confirmed as the observed condition of the truespan 24 degree peek would contribute to the complained devices issue. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Based on the investigation findings the potential root cause can be attributed to procedural variables, such handling of the device, or product interaction before procedure; the device could have been mishandled while it was being unpacking and consequently cause the the red trigger activation, therefore the plate was released. Therefore it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.